Event description:
It was reported that the pouch was open. The reported failure was discovered in distribution during an inventory inspection. Reportedly, the pouch seal was completely opened. The box was intact and there was no damage to the product. The package was handled normally as per consignment procedures. The product was not used clinically and was not re-sterilized or repackaged. There was no patient involvement.

Manufacturer narrative:
The device has not yet been returned for evaluation. The investigation is currently in progress.